Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible reimplantation".

Event description:
Healthcare professional reported "malposition of inframammary fold" and possible reimplantation of the device; ¿the device was intact and removed and placed in triple antibiotic solution to soak on the back table. The permanent implant was then placed into the breast pocket, using a sterile no touch technique.¿ device remains implanted.